Event description:
It was reported a pt was allegedly burned after using a temp pump. The facility has indicated there was no malfunction of the product.

Manufacturer narrative:
The customer indicated there was no malfunction of the product, and product will not be returned for eval.